Manufacturer narrative:
This incident was investigated under (B)(4) by r&d who indicated that by visual inspection the reaction is negative. All cells are within the cell button at the bottom of the column and the surface of the negative cell button is smooth. This column should be graded as negative. The imaging processing system (ips) incorrectly graded a negative reaction as a false 1+ because of a dark object in bottom wall plastic, leading to incorrect inner well bottom point detection and placement of zone 6. An ips improvement ((B)(4)) is planned for the next vision ips release, which should resolve this issue. This incident occurred during donor retype testing. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported the vision camera misread donor unit retype. Upon review of the gel card image, customer states that unit abo type is a-positive; vision camera has interpreted result of abo as ab type unit with 4+ grade on anti-a microcolumn and 1+ grade on anti-b microcolumn when tested on ab monoclonal gel card lot# 050418057-01 exp 2/7/19. Issue started on: (B)(6) 2018 (test date). Frequency: isolated. Sample ID: donor unit. Error occurred during: unit retype test. Customer inspected gel card manually, modified result from 1+ to 0 after visual inspection of gel card; customer never reported out vision result of 1+.